Event description:
A 59 year old male with acute myocardial infarction complicated by cardiogenic shock (ami cgs) presented to the emergency department with chest pain and st segment elevation. The patient required emergent coronary intervention and mechanical circulatory support. The treating physician performed left heart catheterization, identifying an occluded left anterior descending coronary artery with an elevated lv end diastolic pressure (edp) of 45 mmhg. An impella cp device was placed in standard fashion, and subsequent pci was performed. Following pci, the 14 fr sheath was removed, and a repositioning sheath was placed. After the procedure, profuse bleeding was observed around the repositioning sheath at the femoral access site. The treating physician elected to remove the impella cp and attempted vascular closure using two perclose devices followed by an angio seal, all of which were unsuccessful. An alternative access site was obtained, and balloon tamponade was attempted; however, bleeding persisted despite approximately two hours of balloon inflation. Given the ongoing hemorrhage, cardiothoracic surgery was consulted, and the patient was transferred to the operating room for surgical cutdown and definitive vascular closure. Surgical repair of the access site was performed to achieve successful hemostasis. The reported event involved severe femoral access site bleeding requiring escalation to surgical intervention. Access site bleeding is a known and expected adverse event associated with large bore femoral arterial access and impella cp use, as described in the device risk profile. No impella device malfunction or performance issue was identified. The event occurred in the setting of vascular closure failure following device explant, despite multiple closure techniques including two perclose devices, angio seal deployment, and prolonged balloon tamponade. The patient¿s acute myocardial infarction complicated by cardiogenic shock, critical illness, and emergent procedural context likely contributed to increased bleeding risk and impaired hemostasis. This complaint is conservatively coded as vascular bleeding associated with impella cp use, with contributing factors including procedural complexity, vascular access management, and the patient¿s underlying high risk clinical condition, rather than an identified device defect or malfunction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D4 UDI revised.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 serial number updated.